Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Review of the pt's history confirms that the tibial component was replaced in (B)(4) 2012. Review of the radiographs identity that a collar has been added to the implant. This is indicative of an earlier collapse of the growing prosthesis, however, our records show no report of this and there is no record of the collar being designed for this pt. At this time, the root cause is unk. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Event description:
It was reported by the surgeon that the pt underwent a primary procedure on (B)(6) 2005 to implant a minimally invasive growing prosthesis. Subsequently the pt was revised on (B)(6) 2013 due to a failure in the mechanism of the implant.